Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and the blood glucose ran high. The most recent blood glucose reading was 295 mg/dl. The insulin pump had alarmed for a compromised force sensor system and squirted out insulin. The customer needed assistance programming the insulin pump and did not have a back up plan. The customer was advised to contact a health care professional regarding the settings.